Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
The patient was placed in the tube on (B)(6) 2020. On (B)(6) 2021, the patient found that his right upper limb was significantly swollen during infusion. The infusion was suspended and the PICC positioning film was performed. The examination report showed that the tip of the PICC tube was located under the fifth rib on the right edge level, both sides of the thorax are still symmetrical, the trachea is in the center; b-ultrasound of the right upper limb vein, the examination report shows: after the right upper limb vein PICC, the blood flow in the catheter is currently smooth (the tube is not blocked), please remove it after consultation by a specialist nurse PICC catheter, the catheter was found to be broken during the extubation process (the break was 3-4cm away from the skin). On (B)(6) 2021, the patient underwent chemotherapy after indwelling an internal jugular vein catheter. Currently, the patient has no other discomfort. After analysis, the catheter rupture may be caused by the quality of the catheter itself, or it may be caused by improper exercise of the patient. The department of medical engineering told the user department to pay attention to the use of the catheter and report any problems in time. Description of the situation: the catheter has been inserted for about 6 months. Reading the product manual does not clearly specify the catheterization period. It only states ""used to establish reliable long-term (above 30 days) or short-term (within 30 days) vascular access"", generally the longest clinical use period does not exceed one year.